Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred. Reportedly, the cartridge contained some insulin at time of the alarm. Customer¿s blood glucose value was 400 mg/dl. Reportedly, the customer was able to resolve the issue.